Event description:
The customer reported that they observed positive reactivity in the anti-b microtube of an mts a/b/d monoclonal and reverse grouping card with a donor sample that had a history of "a" type. The customer indicated that they re-tested the donor sample and did not observed reactivity in the anti-b microtube with the same lot of gel cards. The test results were questioned by a health professional, as they did not match donor history. However, if this incident were to recur undetected, erroneous results could be reported. The customer issue is also being reported under medwatch MFR# 1056600-2007-00109, to document an additional false positive result with a different sample using another card from the same lot of gel cards.

Manufacturer narrative:
Mts requested that the customer return the sample for further evaluation. Results of this testing are pending.